Event description:
In providing a unit dose oral syringe of 1ml size for a neonate that uses a 5 french feeding tube by tyco (kendall argyle feeding tube), it has come to our attention that the contents of the 1ml oral syringe are being transferred to a 1ml bd luer-lok tip syringe. This is being reported by nursing staff as being done because the 1ml oral syringe will not fit the adaptor of the feeding tube, but the 1ml bd luer-lok syringe does. The pharmacy has obtained a sample 5 french feeding tube and 1ml oral syringe and 1ml bd luer-lok syringe and this is indeed the situation. Nursing request was to prepare the oral solution drugs, therefore, in a 1ml bd luer-lok syringe. Pharmacy will not prepare an oral solution into a luer-lok syringe for what we feel are obvious safety concerns--administration of an oral product via intravenous route. I have asked the question on the practice manager list serve as to what others are using in terms of feeding tubes and oral syringes for neonates and am awaiting input from colleagues. Our pharmacy director is contacting companies regarding feeding tubes and syringes being attached. Please provide any and all info that relate to safety and the issues identified above.